Manufacturer narrative:
We received additional information from our customer, who integrates the barco device into their system in the operating room, that it was not the barco device that malfunctioned, but one of the other components in the system, causing the image loss on the surgical display.

Event description:
Event description: "patient presented for robotic-assisted laparoscopic distal pancreatectomy and splenectomy. During insertion of the initial trocar using the camera to visualize entry, the stryker monitor screen went blank and visualization was lost. Surgeon halted entry, but when screen image returned a moment later, the trocar was noted to have perforated the colon. The case was converted to open to facilitate repair of 0.5cm length transverse colotomy. The surgery progressed as planned with no further complications. Loss of visualization may have contributed to patient injury." Adverse consequences details:the trocar was noted to have perforated the colon. The case was converted to open to facilitate repair of 0.5cm length transverse colotomy. The surgery progressed as planned with no further complications. Loss of visualization may have contributed to patient injury this event has been reported by the facility under MDR report key 17756306, report number mw5145684.

Manufacturer narrative:
The initial information from the report is not sufficient to determine whether the image loss was caused by malfunction of the display or if there has been another cause, e.g. Malfunction of another device in the video chain.

Event description:
Event description: "patient presented for robotic-assisted laparoscopic distal pancreatectomy and splenectomy. During insertion of the initial trocar using the camera to visualize entry, the stryker monitor screen went blank and visualization was lost. Surgeon halted entry, but when screen image returned a moment later, the trocar was noted to have perforated the colon. The case was converted to open to facilitate repair of 0.5cm length transverse colotomy. The surgery progressed as planned with no further complications. Loss of visualization may have contributed to patient injury." Adverse consequences details:the trocar was noted to have perforated the colon. The case was converted to open to facilitate repair of 0.5cm length transverse colotomy. The surgery progressed as planned with no further complications. Loss of visualization may have contributed to patient injury. This event has been reported by the facility under MDR report key 17756306, report number mw5145684.